Event description:
It was reported that during an implantable pulse generator (ipg) system implant, the right atrial and ventricular leads were reversed in the device header. One day after the implant procedure, it was noted that when the device was programmed to an atrial-only pacing mode, the pace captured the right ventricle - and when the device was programmed to a ventricular-only pacing mode, the pace captured the right atrium. The leads were programmed off, and a lead revision is planned to place the lead pins in the correct ports. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.